Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl + exhibits a red x and presents an audio chirp and displays the user message: "equipment disabled: therapy". There was no pt involvement.